Event description:
It was reported that during a retrospective review of device data, it was identified that a group of two implantable cardioverter defibrillator (ICD) devices exhibited episodes of inappropriate shocks due to oversensing on the right ventricular channel. No other information was provided. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.